Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed evaluation of the returned endoscope. The endoscope was found to have damage to illumination fibers and deep scratches to the ocular sleeve and shaft assembly. Failure analysis also noted fragments of the fiber optic were missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Furthermore, verification of the event details cannot be performed via system logs because there was no event associated with the product. Based on the additional information obtained from failure analysis investigations this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
The endoscope was returned to intuitive surgical, inc. (Isi) with no allegation of a product complaint.